Event description:
Device malfunction: unknown. Symptoms/ae: bloody ooze. Time of symptoms/ae: post vessel closure. It was reported that a physician attempted arteriotomy closure of the right groin using a starclose se device after an unspecified procedure. Reportedly, a bright red bloody ooze form the arteriotomy started after defecation. The oozing resolved after 30 minutes of manual compression was performed. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.